Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: sawblade device, (B)(6) 2019. Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. It was determined that the fluid leak issue was related to improper maintenance, the cannot insert cutter issue was related to a design issue and the slide-sleeve issue could not be determined. The assignable root causes were determined to be due to improper maintenance, which is user error, misuse, and / or abuse, and design, construction / design false, defective. However, the assignable root cause was not determined for the slide sleeve issue. The issue related to the cannot insert cutter has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor of the battery oscillator device was jammed, and an unknown fluid was coming out. It was determined that the liquid leakage was found inside the lid and the lid was damaged. It was further observed that the sealing in the slide-sleeve was folded, so there was a lot of fluid inside the handpiece. It was observed that the saw blade device could not be inserted into the device. It was also found that the pressure disc was out of its original place. It was further determined that the device failed pretest for general condition, check saw blade coupling and functional test. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.